Event description:
Patient's mom reported patient's pump broke yesterday during infusion. Patient was only able to infuse 5gm out of 10gm (interruption in therapy). Md unaware. Gamunex-c indication: hereditary hypogammaglobulinemia. Pharmacy replaced device. Unknown serial number and expiration date. Unknown if adverse event occurred due to product issue. Unknown if device available for return. No further info/details or dates available.